Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm "oxygen not available" and "check vent: oxygen device failed" occurred. There was no patient or user harm reported.